Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines"), depression ("depression"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (on (B)(6) 2017, she had underwent a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, back pain, arthralgia, migraine, depression, nausea and vomiting outcome was unknown. The reporter considered arthralgia, back pain, depression, medical device removal, migraine, nausea and vomiting to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('any fragments were removed in pieces, and the entire essure coil was removed'), genital haemorrhage ('stated there would be vaginal pain and mild bleeding') and colitis ulcerative ('gastrointestinal or digestive system condition type: ulcerative colitis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, pyelonephritis, kidney stones and suicidal ideation. Concurrent conditions included hypothyroidism, nephrolithiasis, sinusitis, goiter, abscess, ovarian cyst, right lower quadrant pain, cholecystectomy, acute urticaria, dysuria, urgency urination, dysphagia, hoarseness, sweating increased, insomnia, muscle weakness, nervousness, tremor, brittle hair, heat intolerance, brittle nails, dry skin, vitamin d deficiency, malaise, neck pain, sleep disorder, numbness in hand, suicide attempt, delusions, thyroid disorder, paranoia, schizophrenia, post-traumatic stress disorder and constipation. Concomitant products included citalopram, cyclobenzaprine, diazepam from (B)(6) 2013 to (B)(6) 2014, diclofenac sodium from (B)(6) 2014 to (B)(6) 2015, dicycloverine hydrochloride (dicyclomine) since (B)(6) 2013, ethinylestradiol;norelgestromin (ortho evra) since (B)(6) 2010, famotidine;ibuprofen (duexis) from (B)(6) 2013 to (B)(6) 2014, ferrous sulfate from (B)(6) 2015 to (B)(6) 2018, gabapentin from (B)(6) 2017 to (B)(6) 2018, hydrocodone from (B)(6) 2011 to (B)(6) 2014, levothyroxine sodium (synthroid) from (B)(6) 2010 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) since (B)(6) 2010, meloxicam from (B)(6) 2018, naproxen from (B)(6) 2012 to (B)(6) 2014, nortriptyline hydrochloride (nortriptyline hcl) since (B)(6) 2017, ondansetron from (B)(6) 2013 to (B)(6) 2018, oxycodone since (B)(6) 2014, paracetamol (acetaminophen) from (B)(6) 2014, prazosin hydrochloride (prazosin hcl) from (B)(6) 2017, quetiapine fumarate (seroquel) from (B)(6) 2017, ranitidine since (B)(6) 2014, topiramate (topamax) since (B)(6) 2017 and tramadol from (B)(6) 2014. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("stated there would be vaginal pain and mild bleeding"). In (B)(6) 2010, the patient experienced diplopia ("vision/eye problems type: blurry vision, double vision"). In (B)(6) 2010, the patient experienced colitis ulcerative (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced migraine ("migraines"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("pain lower abdominal pain"), abdominal pain upper ("pain stomach pain"), flank pain ("pain flank pain"), abdominal pain ("pain abdominal pain"), perineal pain ("pain perineal pain") and pelvic pain ("pain pelvic pain"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced vision blurred ("vision/eye problems type: blurry vision, double vision") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes, legs, arms, stomach"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain"), vomiting ("vomiting") and pain in extremity ("pain legs and hands"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), ciprofloxacin hydrochloride (cipro), codeine, ibuprofen, iron, omeprazole magnesium (prilosec), ondansetron hydrochloride (zofran), paracetamol (tylenol), prednisone, sertraline hydrochloride (zoloft), sumatriptan (imitrex) and surgery (laparoscopic bilateral salpingectomy with removal of the essure coils, and diagnostic hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, depression, vomiting, headache, vision blurred, diplopia and weight increased outcome was unknown, the colitis ulcerative, back pain, arthralgia, nausea, urinary tract infection, rash, dyspareunia, gastrooesophageal reflux disease, alopecia, abdominal pain lower, abdominal pain upper, flank pain, abdominal pain, perineal pain, pelvic pain, pain in extremity and vulvovaginal pain had resolved and the migraine, vaginal haemorrhage, menorrhagia, anaemia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, arthralgia, back pain, colitis ulcerative, depression, device breakage, diplopia, dyspareunia, fatigue, flank pain, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, perineal pain, rash, urinary tract infection, vaginal haemorrhage, vision blurred, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discremptency- date(s) of insertion: (B)(6) 2010. Insertion details: right side: 3 coils, left side: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2010: impression: possible mild recto-sigmoid colitis. Small amount of free fluid the pelvis.. Hysterosalpingogram - on (B)(6) 2010: as per pfs- result: total bilateral occlusion. Everything looks okay. As per mr- impression: good position of contraceptive device.. Ultrasound abdomen - on (B)(6) 2010: impression: possible small amount of ascitic fluid.. Ultrasound kidney - on (B)(6) 2014: impression: normal renal ultrasound. Ultrasound pelvis - on (B)(6) 2010: impression: normal complete pelvic sonogram. No ovarian torsion.; on (B)(6) 2011: impression: simple right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: lower abdominal pain,colitis, abdominal pain,vaginal bleeding, rash, urinary tract infection, fatigue, headache, anemia, gastro esophageal reflux disease, menorrhagia, back pain, weight gain. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and mr received: reporters were added. Patient's demographic was added. New events-vaginal bleeding, menorrhagia,genital bleeding, urinary tract infection,headaches, anemia, dyspareunia, blurry vision, double vision, fatigue, rash, weight gain, gastro esophageal reflux, hair loss, ulcerative colitis, lower abdominal pain, flank pain, stomach pain, flank pain, abdominal pain, pelvic pain, perineal pain, vaginal pain, legs & hands pain, device breakage were added. Treatment drugs were added. Concomitant drugs & conditions were added. Lab tests were added. Events outcomes were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('any fragments were removed in pieces, and the entire essure coil was removed'), genital haemorrhage ('stated there would be vaginal pain and mild bleeding') and colitis ulcerative ('gastrointestinal or digestive system condition type: ulcerative colitis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, pyelonephritis, kidney stones and suicidal ideation. Concurrent conditions included hypothyroidism, nephrolithiasis, sinusitis, goiter, abscess, ovarian cyst, right lower quadrant pain, cholecystectomy, acute urticaria, dysuria, urgency urination, dysphagia, hoarseness, sweating increased, insomnia, muscle weakness, nervousness, tremor, brittle hair, heat intolerance, brittle nails, dry skin, vitamin d deficiency, malaise, neck pain, sleep disorder, numbness in hand, suicide attempt, delusions, thyroid disorder, paranoia, schizophrenia, post-traumatic stress disorder and constipation. Concomitant products included citalopram, cyclobenzaprine, diazepam from (B)(6) 2013 to (B)(6) 2014, diclofenac sodium from (B)(6) 2014 to (B)(6) 2015, dicycloverin hydrochloride (dicyclomine) since (B)(6) 2013, ethinylestradiol;norelgestromin (ortho evra) since (B)(6) 2010, famotidine;ibuprofen (duxes) from (B)(6) 2013 to (B)(6) 2014, ferrous sulfate from (B)(6) 2015 to (B)(6) 2018, gabapentin from (B)(6) 2017 to (B)(6) 2018, hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2011 to (B)(6) 2014, hydrocodone;paracetamol (acetaminophen;hydrocodone) from (B)(6) 2011 to (B)(6) 2014, levothyroxine sodium (synthroid) from (B)(6) 2010 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) since (B)(6) 2010, meloxicam from (B)(6) 2017 to (B)(6) 2018, naproxen from (B)(6) 2012 to (B)(6) 2014, nortriptyline hydrochloride (nortriptyline hcl) since (B)(6) 2017, ondansetron from (B)(6) 2013 to (B)(6) 2018, oxycodone since (B)(6) 2014, prazosin hydrochloride (prazosin hcl) from (B)(6) 2016 to (B)(6) 2017, quetiapine fumarate (seroquel) from (B)(6) 2016 to (B)(6) 2017, ranitidine since (B)(6) 2014, topiramate (topamax) since (B)(6) 2017 and tramadol from (B)(6) 2014 to (B)(6) 2014. In february 2010, the patient had essure inserted. In february 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("stated there would be vaginal pain and mild bleeding"). In march 2010, the patient experienced diplopia ("vision/eye problems type: blurry vision, double vision"). In june 2010, the patient experienced colitis ulcerative (seriousness criterion medically significant). In july 2010, the patient experienced migraine ("migraines"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("pain lower abdominal pain"), abdominal pain upper ("pain stomach pain"), flank pain ("pain flank pain"), abdominal pain ("pain abdominal pain"), perineal pain ("pain perineal pain") and pelvic pain ("pain pelvic pain"). In august 2010, the patient experienced nausea ("nausea"). In february 2011, the patient experienced alopecia ("hair loss"). In march 2011, the patient experienced vision blurred ("vision/eye problems type: blurry vision, double vision") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). In february 2012, the patient experienced rash ("rashes or skin conditions type: rashes, legs, arms, stomach"). In november 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain"), vomiting ("vomiting") and pain in extremity ("pain legs and hands"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), ciprofloxacin hydrochloride (cipro), codeine, ibuprofen, iron, omeprazole magnesium (prilosec), ondansetron hydrochloride (zofran), paracetamol (tylenol), prednisone, sertraline hydrochloride (zoloft), sumatriptan (imitrex) and surgery (laparoscopic bilateral salpingectomy with removal of the essure coils, and diagnostic hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, depression, vomiting, headache, vision blurred, diplopia and weight increased outcome was unknown, the colitis ulcerative, back pain, arthralgia, nausea, urinary tract infection, rash, dyspareunia, gastrooesophageal reflux disease, alopecia, abdominal pain lower, abdominal pain upper, flank pain, abdominal pain, perineal pain, pelvic pain, pain in extremity and vulvovaginal pain had resolved and the migraine, vaginal haemorrhage, menorrhagia, anaemia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anaemia, arthralgia, back pain, colitis ulcerative, depression, device breakage, diplopia, dyspareunia, fatigue, flank pain, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, perineal pain, rash, urinary tract infection, vaginal haemorrhage, vision blurred, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discremptency- date(s) of insertion: (B)(6) 2010,feb 2010 insertion details: right side: 3 coils, left side: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2010: impression: possible mild recto-sigmoid colitis. Small amount of free fluid the pelvis.. Hysterosalpingogram - on (B)(6) 2010: as per pfs- result: total bilateral occlusion. Everything looks okay. As per mr- impression: good position of contraceptive device.. Ultrasound abdomen - on (B)(6) 2010: impression: possible small amount of ascitic fluid.. Ultrasound kidney - on (B)(6) 2014: impression: normal renal ultrasound.. Ultrasound pelvis - on (B)(6) 2010: impression: normal complete pelvic sonogram. No ovarian torsion.; on (B)(6) 2011: impression: simple right ovarian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: lower abdominal pain,colitis, abdominal pain,vaginal bleeding, rash, urinary tract infection, fatigue, headache, anemia, gastro esophageal reflux disease, menorrhagia, back pain, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.